Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6: part: 314.453, lot: l861186, manufacturing site: hägendorf, release to warehouse date: july 17, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the stardrive screwdriver shaft t8 55mm was received at us customer quality (cq). The distal tip (star drive feature) of the device was worn and deformed. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. Due to the stripped condition, the complaint can be confirmed as the tip is now inoperable. Due to the wear, the screwdriver cannot engage with relevant screws. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Original event awareness was (B)(6) 2020; the second device was captured during device return. It was determined and confirmed on (B)(6) 2020 that there were device allegations on both devices. Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a tip of the screwdriver does not engage to the screws. There was no surgical delay, procedure outcome was unknown. There was no patient consequence. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity 1). This is report 2 of 2 for (B)(4).